Event description:
It was reported that the intraocular lens was removed intraoperatively due to the haptic being torn off during advancement in the delivery device. The incision was enlarged to remove the lens. The backup lens was implanted successfully. Additional information has been requested. Please reference MDR number: 1119279-2013-00100 for the intraocular lens.

Manufacturer narrative:
The delivery device has not been returned to b+l for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.